Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, implant date: estimated dates. UDI #: unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the totally occluded anatomy/other devices and/or inadvertent mishandling resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a chronic totally occluded lesion in the right coronary artery (rca). An unknown bmw universal ii guide wire was advanced to the rca as a possible option for retrograde approach. Percutaneous coronary intervention was performed in the left anterior descending artery and diagonal artery anterograde. After a long procedure, an attempt to remove the guide wire was made; however, the guide wire separated about 40 cm from the distal end at the level of the ostial rca. A snare was used to successfully remove the separated portion. The patient is well. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.